Event description:
It was reported that the patient underwent a revision procedure due to the prior implants failed with an artificial urinary sphincter (aus). The aus remains implanted and active and a new 4.5cm aus cuff was implanted more distal.